Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00460. It was reported the patient complained of back pain. A company representative met with the patient and the leads showed high impedance values with attempts for reprogramming being unsuccessful. The patient has a lead revision surgery being scheduled.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00460. Follow up information indicated surgical intervention was undertaken wherein only the left lead was explanted and replaced with a new model lead to address the issue.the right lead was not touched. Reportedly, effective therapy was established postoperatively and the issue resolved.